Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 integrated apd set w/cassettes leaked; further described as "the patient line was leaking as the nipple was not completed sealed to the tubing". This was noticed during priming for peritoneal dialysis (pd) therapy prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: one actual device was received and evaluated. The other sample was not received and therefore, could not be evaluated. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Additionally, the set was run on an in-house homechoice/amia machine with no alarms or issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.